Manufacturer narrative:
A field service engineer (fse) was dispatched who conducted follow-up with the customer over the phone to address the reported event. Fse ordered a new printer to replace the broken printer. No further issues were noted. No further action was required by field service. The probable cause of the reported event was due to a fault/failure of the printer. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under (B)(4).

Event description:
On (B)(6) 2016, a customer reported that the printer jams and the paper sensor light was on with the external printer of their g8 analyzer..a field service engineer (fse) was dispatched on (B)(4) 2016, to address the reported event, which resulted in delay in reporting of patient results hba1c. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.